Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor showing alarm equipment is not functioning. No patient impact.

Event description:
The customer reported that the patient monitor showing alarm equipment is not functioning. The customer confirmed that the device was not connected to a patient when this event happened.